Manufacturer narrative:
Citation: kawano, o, masuda, m, takao, t, sakai, h, morishita, y, hayashi, t, ueta, t, maeda, t. The dosage and administration of long-term intrathecal baclofen therapy for severe spasticity of spinal origin. The international spinal cord society. 2018 please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Per FDA draft guidance july 9 2013 these events are reported on one MDR due to no patient identifier. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ unknown_pump, serial# unknown, product type: pump. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_pump, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: the purpose of this study is to report the long-term outcomes of itb therapy in patients who received consistent treatment from implantation to long-term follow-up at a single facility and to develop the optimal long-term administration protocol. Reported event: event 1: two patient's with an itb pump and catheter experienced catheter micro-leaks where surgery was performed to replace the catheters immediately after the issues were identified. Event 2: one patient with an itb pump and catheter experienced migration of the catheter to the subdural space which was diagnosed 6 weeks after the initial surgery, and the catheter was immediately replaced by revision surgery and the catheter position was confirmed by an intraoperative fluoroscopic contrast study. Event 3: one patient with an itb pump experienced a pump exchange due to a pump malfunction where surgery was performed to replace the catheters immediately after the issues were identified. Event 4: one patient with an itb pump experienced a surgical site infection (ssi) where a revision surgery was performed to remove the pump and catheter at once. A re-implantation surgery was performed after 4 months when the infection had completely resolved.